Event description:
Previously stated "no report of malfunction, serious injury, or reason for removal provided." Lead was explanted due to a report of j retention wire fracture without protrusion through outer polyurethane unsulation.